Manufacturer narrative:
Follow-up received on (B)(6) 2015 from physician: according to the physician, there were no complications during pregnancy or delivery. The child was born on (B)(6) 2012 at 35 weeks through c-section due to prolonged contractions (4-10 minutes). His weight at birth was reported as 6 lbs 7 oz and the apgar scores as 6 and 9. Company causality comment: this non-medically confirmed, spontaneous case report refers to a male child who had essure micro-insert exposure in utero, was born at 35 weeks and spent 8 days in nicu with apnea. All reported events are serious due to medical importance and unlisted in the reference safety information for essure; except for essure micro-insert exposure in utero which is non-serious and listed. Most of premature births occur spontaneously and are related to preterm labor or preterm premature rupture of membranes and less frequently are medically indicated because of maternal or fetal issues (eg, preeclampsia, placenta previa, abruptio placenta, fetal growth restriction). These events may pose significant risks of morbidity and mortality for both the fetus and the mother. In this case, given the gestational age at baby's birth, a mechanical interference between essure and the developing pregnancy cannot be excluded and the reported premature birth was thus, considered as related to the suspect insert and this case regarded as an incident (serious injury). Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information is expected.

Event description:
This is a spontaneous case report received from a female consumer of (B)(6) in united states on 14-nov-2014 which refers to a child ((B)(6)) male patient. The mother had essure inserted in (B)(6) 2011 with lot number 796910 to prevent pregnancy. In (B)(6) 2011 she got pregnant ((B)(4)). On (B)(6) 2012, the baby was born 5 weeks early. The baby spent 8 days in nicu with apnea, eating problems and breathing problems. Ptc investigation result was received on 25-nov-2014. This adverse event report is related to a product technical complaint (ptc). (B)(4). Final assessment: case upgrade to incident. Lot number 796910. Manufacturing date: 11/2010. Expiration date: 11/2013. Since no product was returned to us for investigation, we were unable to perform an investigation of the actual device involved in this complaint. Typically, we would inspect the micro-insert to confirm that all parts are accounted for and inspect the device to look for any manufacturing deficiencies. In this case, we conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. Medical assessment: this ptc was initiated due to a request for confirmation of quality. However, the reported adverse events are not indicative of a quality deficit per se. (B)(4)further ae case reports have been received to date with the referred batch, of which (B)(4) cases refer also to a similar adverse type of event. No unusual pattern could be identified. The batch documentation of the reported batch was reviewed. No complaint sample was provided for a technical investigation. The technical assessment concluded "unconfirmed quality defect". In summary, there is no reason to suspect a causal relationship to a potential quality deficit based on this report. Company causality comment: this non-medically confirmed, spontaneous case report refers to a male child who had essure micro-insert exposure in utero and spent 8 days in nicu with apnea. The event of spent 8 days in nicu with apnea is serious due to medical importance and unlisted in the reference safety information for essure. Most of premature births occur spontaneously and are related to preterm labor or preterm premature rupture of membranes and less frequently are medically indicated because of maternal or fetal issues (eg, preeclampsia, placenta previa, abruptio placenta, fetal growth restriction). These events may pose significant risks of morbidity and mortality for both the fetus and the mother. Although, in this case, no information was provided about the reason for premature delivery, a mechanical interference between essure and the developing pregnancy cannot be excluded and this event was thus, considered as related to the suspect insert and an incident (serious injury). Additionally, non-serious events were reported: eat problems and breathing problems. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect. Medical ptc assessment considered that, based on the available information, there is no reason to suspect quality defect of the product. No further information will be requested.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.